Event description:
It was report that the patient presented for implant of the right atrial lead. During the procedure the physician observed failure to capture and sense caused by helix extension difficulty. A replacement lead was used to successfully complete the procedure. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for analysis. The reported event of the helix would not extend was confirmed. Visual examination of the lead found the helix extended and was clogged with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The cause of the reported event was due to dried body fluids in the helix housing. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.